Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer reported that she changed the set, then heard a grinding noise and insulin began to squirt out. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad connector and keypad traces were inspected and no anomalies noted. The insulin pump passed self-test and displacement test. No constant tone noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.